Event description:
It was reported by service report that the brakes are not properly working on the stretcher. It is unknown if there was patient involvement or if there are adverse consequences to report.